Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the device will not turn off. Per good faith effort (gfe) response received on 20jul2023, it was confirmed by the customer that he replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that part is not currently in stock. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version r. The customer is reporting replacing the power management board and power switch overlay. The rse advised the customer to order and replace the user interface board. Provided parts ID for the pcba, user interface (ui) (2nd generation). The rse informed that the part is not currently in stock. The investigation on going.